Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was not performed since a specific failure mode for this complaint was not provided. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The patient effects of stenosis, occlusion, dissection, hemorrhage, hematoma, pseudoaneurysm, fistula, perforation, embolism are listed in the electronic perclose proglide instructions for use (eifu) as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of stenosis, occlusion, dissection, hemorrhage, hematoma, pseudoaneurysm, fistula, perforation, embolism and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis and unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the reported unspecified failure mode and failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention, medication required, surgical intervention and hospitalization was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: estimated. D4- the UDI is not known as the part and lot number were not provided. Attached article, titled "anatomical predictors of access-related vascular complications following transfemoral transcatheter aortic valve replacement".

Event description:
This study aimed to identify anatomical predictors of access-related vascular complications (vcs) after transfemoral transcatheter aortic valve replacement (tavr) on preprocedural contrast enhanced multidetector computed tomography (mdct). A total of 348 patients, who underwent tavr procedures between april 2017 and june 2023, were included in the study. Proglide devices were used in the procedures as the method of achieving hemostasis. The complications for proglide devices included: stenosis, occlusion, dissection, rupture, retroperitoneal hematoma, access site hematoma, pseudoaneurysm, distal embolization, arterio-venous fistula, bleeding, and closure device failures. The treatments/interventions performed related to the proglide devices consisted of: conservative management, balloon angioplasty, endovascular stenting, embolectomy, vascular surgery, blood transfusion, manual compression, additional closure devices, percutaneous angioplasty, stenting, and open surgical repair. Some patients also required prolonged hospitalization. The study concluded that complications related to vascular access sites continue to be a significant concern for patient undergoing transfemoral transcatheter aortic valve replacement (tavr) specific patient information is documented as unknown. Details are listed in the article, titled "anatomical predictors of access-related vascular complications following transfemoral transcatheter aortic valve replacement".